Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had cracks on the display screen. Customer's blood glucose level at the time 180mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.